Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had called the paramedics for hypoglycemia. The patient's blood glucose levels reached less than 70 mg/dl. The pod was not worn. Symptoms reported include sweating and being unconscious. The paramedics treated the patient with glucose through an IV (intravenous), two peanut butter and honey sandwiches, and two popsicles. The patient did not go to the hospital and the paramedics left same day.